Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 10 mg/ml, dose 6.007 mg/day) and bupivacaine (concentration 20.9 mg/ml, dose 12.554 mg/day) via an implantable pump. Premature battery depletion was reported, this caused the elective replacement indicator to be 16m earlier than expected. During pump interrogation the eri alert appeared. It was noted that the pump was included in the population of devices containing a battery manufactured on or after mar 2005. The logs provided indicated that eri occurred on (B)(6) 2016. Schedule to replace pump by date was (B)(6) 2016. There was no event/factor that may have led or contributed to the issue. The patient was instructed to call the pain unit for further instructions if the pump alarm was occurring every 10min. There were no symptoms mentioned. At the time of this report, the issue was not resolved. The manufacturing representative recommended to the doctor to replace the pump as soon as possible. Patient status was ¿alive ¿ no injury¿ surgical intervention did not occur and had not been scheduled but was planned.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the battery had high resistance and motor gear train anomalies; corrosion and/or wear and/or lubrication as well as the stall was due to shaft-bearing. The pump was received on 2016-09-07 and was received in off state. Rpa took the pump out of off state to attempt testing. The pump logs were gathered and show that the pump suffered low battery resets, eos and motor stall recovery. Pump continued to reset and no longer to establish telemetry. Destructive analysis was performed. Battery resistance testing failed. Hybrid function was tested and passed. Further destructive analysis found corrosion in the motor gear train. The high resistance battery caused the low battery resets and premature eos. Analysis of the catheter (unknown lot#) found the sc connector was damaged at explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.